Manufacturer narrative:
The reported event, of high impedance was confirmed. Microscopic inspection of the returned lead revealed, a fracture on the lead body. Where all internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event, the lead was subjected while in vivo.

Event description:
Additional information received, indicated that the surgical intervention was undertaken. Where in it was found out that both leads were fractured above the suture site at l1. In turn, both leads were explanted and replaced. This addressed the issue.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-48896. It was reported the patient was not receiving effective stimulation due to high impedance. Reprogramming was performed; however, it was unable to provide effective therapy. X-rays indicate leads are frayed at the cervical spine. Surgical intervention may be pending to address the issue.